Event description:
The customer's mother reported that a pod was placed on her daughter in the morning before school. When she picked her daughter up later in the day and checked the pdm, she received a notification that there was "no active pod." The customer stated that she "did not receive any type of alert or alarm that the pod had been deactivated." Upon arriving at home, the customer look sick and had large ketones; ems was called and she was taken to the hospital where an insulin drip was administered. She was released from the hospital after 24 hours. The pod will be returned for evaluation. Note: the customer's father had inspected the pod and noticed "fluid in the viewing window" and "brown residue" in the battery compartment. He was "very alarmed" that "the pod or pdm did not give any type of indication the pod had lost signal."

Manufacturer narrative:
The product was returned and evaluated. It was determined that, due to a missing part, fluid was able to enter the pod causing damage to the device's internal components. As a result of the internal damage, the pod was rendered inoperable. The report states that the user "did not check bg levels all day": the product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.